Manufacturer narrative:
Liebel flarsheim manufacturing report: field service engineer troubleshot problem of no lateral movement, and lubricated the lateral bearing assembly. Fse verified proper operation per hut service manual flat panel configuration and parts manual. Unit returned to full service by the customer.

Event description:
Customer reports that during a retrograde type procedure with a very large patient, the table would not move at all. Customer unwilling to provide patient's information.